Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the downloaded receiver log did not find any errors related to the customer complaint. The reported event of a hardware error was not confirmed. A root cause could not be determined.

Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2015 and claimed that on (B)(6) 2015 the patient experienced a hardware failure. The patient's wife did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).